Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of death and myocardial infarction are listed in the xience prime everolimus eluting coronary stent system, instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, following pre-dilatation, a 2.5 x 38 mm xience prime stent was implanted at the proximal left anterior descending (lad) coronary artery lesion and post dilatation was performed. Balloon angioplasty was performed in the distal lad. On (B)(6) 2017, congestive heart failure was diagnosed. The patient was admitted to the hospital and medication was provided as treatment. Per physician, the congestive heart failure, requiring treatment, was unrelated to the xience stent. Reportedly, the heart failure was pre-existing and unrelated to the coronary artery and xience prime device. On (B)(6) 2018, cardiopulmonary resuscitation (CPR) was performed, however the patient expired due a suspected actuate myocardial infarction; however, concomitant diseases and advanced age were affecting factors. The exact cause of death was unknown and is not available. Per physician, the death was unknown if related to the xience stent. No additional information was provided regarding this issue.